Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's wife stated that the customer was hospitalized with a blood glucose reading was 21 mg/dl. Troubleshooting was performed. This insulin pump was reading the reservoir volume correctly. The displacement test passed. The customer had removed the battery at the time of the event, so the programming could not be verified. Nothing further was reported.